Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bmed) who interviewed the customer and assisted with troubleshooting the unit. The bmed tried to zero the arterial function, the unit displayed the error indicating that zeroing the arterial was not possible due to unstable signal. The bmed discovered the root cause of the issue was the a bad pressure board. The bmed determined this by operating the unit with a vital signs simulator and still getting a wavy signal when the signal should be a flat line. A connector block was replaced, as instructed by the manufacturer's literature. When that didn't resolve the issue the next part to try and replace was the pressure board. The bmed replaced the pressure board and found the unit functions as intended. Based on the information available in the case and provided by philips personnel, the cause of the reported problem confirmed to be a bad pressure board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the ibp wave form at 0 input from a prosim showed a wavy line instead of a steady flat line. When attempting to zero unit the zero process fails due to an unstable signal. The device was in use on a patient at the time of the event, there was no adverse event reported.